Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins hasn't worked in 2 years. The ins wasn't working and they never got the ins fixed. The ins was dead and they were leaning towards getting the pain pump implanted. They had the ins readjusted several times, but the ins was "not cutting the mustard." MRI compatibility was reviewed, as it pertained to labeling, and the possibility of the ins being in an overdischarged state was reviewed. They hadn't charged the ins in at least 2 years, and they spoke to a representative about jump-starting the ins, but were told that the ins needed to be removed (and couldn't be successfully jump-started). The patient was advised to follow up with their healthcare provider to further address the issue. No further complications reported.